Manufacturer narrative:
D10: product received on: 07aug2019. Investigation/evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and functional test, were conducted during the investigation. The complaint device was returned for investigation. From the investigation, a leak was confirmed at the crack in the hub, but no other signs of damage were noted. At this time, there is no evidence suggesting that the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Cook also completed a review of the device history record (DHR) for this incident. One relevant nonconformance was recorded on the reported lot. One additional complaint on the reported lot was found in the field, but this is from the same hospital for the same patient. Due to no additional lots exhibiting applicable nonconformances, no additional complaints from other customers, and a 100% inspection for the nonconformance, there is no evidence suggesting that nonconforming product from these lots exists in house or in the field. Based on the information provided, the examination of returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient required three ultrathane mac-loc locking loop multipurpose drainage catheter replacements due to leaking. The replacements are described below: the patient had 10 fr bilateral nephrostomy tubes implanted on (B)(6) 2019. On 1(B)(6) 2019, the patient returned due to leaking on the right side. The nephrostomy tubes on both sides were exchanged for cook 12 fr catheters on (B)(6) 2019 to keep the exchange schedule the same for both sides. This event is recorded under patient identifier (B)(6). On (B)(6) 2019, the patient returned due to leakage from the drain on the right side. Both drains were exchanged again for drains of the same type and size. This event is recorded under patient identifier (B)(6). On (B)(6) 2019, after the catheter exchange, the left drain was found leaking from the hub at the connection with the drainage bag. The drainage bag was replaced but the leaking continued. The 12 fr drain was then exchanged again without further incident. The drain was found to be cracked at the hub distal end. This event is recorded under patient identifier (B)(6). No other adverse effects were reported for this incident.